Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive act buttons due to corroded keypad traces. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Customer's blood glucose level was 310 mg/dl. They were unable to clear the alarm. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.